Event description:
Pt accidentally hit intravenous site on bed rail very hard. When intravenous was removed, catheter was gone. Left arm and chest x-rays ordered and performed immediately. Pt later went to surgery to attempt to locate catheter by fluoroscopy-unsuccessful. Pt heparinized. Echocardiogram performed to ensure that catheter was not lodged in right atrium. No further intervention necessary.